Event description:
Per info provided to co by physician's office, device was removed due to "difficult inflation/deflation. It was observed at the time of the event there was "some pump compression and minimal fluid loss". Additionally is was reported the entire device was removed and replaced with co's 3-piece inflatable penile prosthesis. Add'l serial #" 01212. Add'l lot#: 025615.